Manufacturer narrative:
Note: the web (web aneurysm embolization system) device mentioned in this report is part of a (B)(6) study under (B)(6) and has completed enrollment as of march 2016. Recall: 0000000-09/xx/2016-001-r. To be updated when the reporting number has been finalized. Device was discarded and not returned.

Event description:
During the web implant procedure it was found that the first web device w2-9-5 was oversized. The physician was unable to recapture the device therefore the microcatheter and device were removed. A web size w2-8-5 was implanted and there was no deficit reported with the patient.